Manufacturer narrative:
The exact cause of this failure can not be determined, but it is known that the product was used against labeling in that an introducer sheath was not used when access through a graft was performed. The instruction for use ic 350 which is packaged with this product states: "the use of an introducer sheath is recommended if puncture through a synthetic graft is necessary. Failure to use an introducer sheath may result in damage to the catheter". Number of add'l pages 1.

Event description:
The complaint was rec'd with the following description: pulse spray catheter was advanced through the skin into a dialysis graft without a sheath. The catheter kinked at an unk position during insertion. The catheter separated at the kink. Fragmented catheter was retrieved without complication. Doctor believes that the catheter may have been damaged during insertion due to a scarred graft.